Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she has been getting high blood glucose readings due to bent cannulas. The patient's blood glucose at the time of incident was 470 mg/dl, which she treated with the insulin pump. Troubleshooting was initiated for the high blood glucose. The pump seemed to be undamaged and functional. The customer also reported a motor error alarm from two weeks ago. The customer was wearing the pump during a mammogram. The displacement test and manual prime were successfully performed on the insulin pump and no the motor error alarm did not recur. The customer was advised to monitor the pump. No products were shipped or returned.